Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were soo heavy/ bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have weight increased ("weight gain") and hormone level abnormal ("hoping hormone will balance"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, iron deficiency anaemia, weight increased and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal, iron deficiency anaemia, menorrhagia and weight increased to be related to essure. The reporter commented: she had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hormone level abnormal, weight increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: blood count dropped dangerously low, heavy periods/bleeding. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("periods were soo heavy/ bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have weight increased ("weight gain") and hormone level abnormal ("hoping hormone will balance"). The patient was treated with depo provera (medroxyprogesterone acetate) as well as surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia and weight increased to be related to essure administration. The reporter commented: she had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hormone level abnormal, weight increased. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the following amendment was made: upon internal review this case was found to be duplicate of 2018-036975 so this case needs to mark for deletion from argus database. All references , source documents, events, reporters are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hoping hoemone will balence"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight increased and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hormone level abnormal, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case was updated from non serious incident to serious incident. Following event was added : medical device removal. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.